Event description:
It was reported that when using the bd pyxis¿ medbank tower issue button was missing when the user tried to remove medication. The customer reported that the issue occurred when the user was trying to issue medications to a patient. However, there were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had an issue when the user was trying to remove medication for patient, the issue button was missing. A technical support specialist stated that the timeout shown on event viewer was related to production issue (pi) 55845, advised the user to log out and log back in and confirmed that the user was able to remove item to resolve the issue. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.